Event description:
The customer called and stated that the string is detaching from the pattie.this occurred prior to surgery. No patient injury or delay in surgery experienced as a result of this incident.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the manufacturing lot travelers were pulled and reviewed. All information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. The product that was returned was pull tested to failure. All the pull tests were found to be acceptable. A tcr was done to retrain the operators that worked on the lots in question and to communicate the complaint. All pull tests (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. The minimum pull strength specification is 2.0 lb and the alert level is 2.7 lbs per tm-004. No root cause could be found at this time. The scenario above is a very rare occurrence. We have seen very few complaints for this particular failure mode. We will continue to monitor customer complaints to ensure this is not a developing trend which will require corrective action. At the present time this complaint is considered closed.